Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3000 ohms), high out of range shock impedance (greater than 200 ohms) and noise. Subsequently the patient received an inappropriate shock and the ICD device recorded code 1005. The physician suspected some type of lead damage or kink in the proximal portion of the lead. A technical service (ts) consultant reviewed device data, and recommended a system revision. The device remains implanted. No adverse patient effects were reported.